Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level was up to 400 mg/dl. The customer's blood glucose level was 132 mg/dl. The customer was treated with shot. Customer stated that the irritation made a hard lump and pushing insulin out. The customer had pain during insertion. The customer was advised to return box. The customer declined troubleshoot for blood high blood glucose level. The insulin pump will be returned for analysis.